Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to test the equipment. The umbilical cable appeared used (worn) and was therefore replaced with a new cable. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) interface cable assembly was returned to the manufacturer for analysis, but the reported malfunction ¿electrical defects; frame rate errors¿ could not be confirmed. The mvs interface cable passed bench communications tests of gbit and 100t testing, and continuity testing. The mvs interface cable was installed in a similar imaging system and it functioned as expected; no frame rate or other errors were encountered. No problem found. (B)(4).

Event description:
A site representative reported that during an electrode and probe placement procedure, the imaging system displayed a frame rate error message indicating that image frame rates were below recommended levels. The message instructed the user to reconnect the cable between the imaging system and the mobile view station (mvs) and then re-boot the mvs. In trouble-shooting, re-seating the umbilical cable resolved the issue. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: the initial MDR submission inadvertently stated, "...where the use of the o-arm imaging system was aborted." Further review of the reported event found that this statement was incorrect for this incident and this statement should have been omitted. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.